Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient was scheduled for coronary artery bypass graft surgery. The md inserted the iab via a sheath. After the iab was inserted, the pump alarmed "high pressure." At this time, the staff in the facility checked the position of the catheter and manually inflated the iab using a syringe; however, the pump continued to alarm "high pressure." As a result, the md removed the iab, replaced it with another iab and the pump did not alarm again. There were no reported patient complications.